Event description:
It was reported to philips that the system's x-ray function was interrupted, preventing imaging. The user performed multiple reboots, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred after completing coronary angiography and started performing stent implantation surgery, there was a sudden interruption in emitting x-ray, and after multiple restarts, the system could not function properly. The patient was urgently transferred to the backup intervention room to continue procedure. The philips field service engineer (fse) called customer and confirmed that the x-ray interrupted. Upon troubleshooting, the philips field service engineer (fse) checked with the customer and confirmed that the third party replaced x-ray tube to solve the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.